Manufacturer narrative:
Additional information: b5 - the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -5.0/1.0/087 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged with a shorter length lens and this resolved the problem. The cause of the event was reported as unknown. H6 - h6-device code 1494: off-label use (acd < 3.0mm) and (over 45yrs of age at date of implant) should be removed. Claim#: (B)(4).

Manufacturer narrative:
H6-device code 1494: off-label use (acd < 3.0mm) and (over 45yrs of age at date of implant), claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens of diopter -10.0 into the patient's right eye (od) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a lens two sizes longer in length due to low vault. This resolved the problem. Cause reported as unknown.